Manufacturer narrative:
Complainant name: (B)(6). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the anterior tibial artery (ata) with anterograde approach. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified ata. After a 014 guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on the 1st inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 1.5x20 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Microscopic investigation of the balloon revealed a longitudinal burst 15mm long. There was a kink in the hypotube 36cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the anterior tibial artery (ata) with anterograde approach. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified ata. After a 014 guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on the 1st inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 1.5x20 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.